Manufacturer narrative:
B5: added related device information. H10: added the report number for the related device.

Event description:
This impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the 2nd impella 5.5.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After repair of the aortic valve, the surgeon intended on replacing the current impella 5.5 due to needing to explant and rewire if placing again. However, during weaning off bypass and other deliberation, the surgeon identified the anatomy of the patients ascending aorta and new valve to be too fragile to have another impella and wire/catheter cross. Patient left or on pressors, iabp, and respiratory. Case and procedure were aborted.

Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the failure to advance determined to be patient condition as the surgeon identified the anatomy of the patients ascending aorta and new valve to be too fragile to have another impella and wire/catheter cross.